Event description:
It was reported that the right ventricular (rv) lead failed to capture and impedance trend had increased were noted at follow up. Lead fracture was suspected. There has been no intervention. The patient is in stable condition.